Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the diagonal branch of a bifurcation with anterior descending artery. After the device was removed, it was noted that the stent was damaged presenting the hubs kneaded and loose in the distal segment.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03673. It was reported that stent damage occurred. The 80% stenosed target lesion was located in the middle 1/3 of the first diagonal branch. A 0.014 guidewire was positioned and a 2.50 x 20 synergy¿ drug-eluting stent was advanced but resistance was encountered. During removal, significant resistance was encountered and it was noted that and there was "loss of integrity" but was not dislodged. Subsequently, pre-dilation was performed and a 2.25 x 20 synergy¿ drug-eluting stent was attempted to advance but failed to cross the lesion. After withdrawal, a "loss of integrity" was noted. The procedure was not completed. No patient complications were reported and the patient's status was stable.